Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
It was reported that there were two similar incidents that when certain unknown instruments were inserted into the universal seal, a piece will rip off and ended up inside the patient. MFR report number 2955842-2023-21547 was submitted for the other incident. A device history review for lot # u80230623 was performed and there no non-conformances identified. Supplier engineering reviewed the certifications for the raw material used in the septum component of the affected lot and all measurements met specification. Clinical development engineering (cde) performed testing and replicated the septum tear by inserting an 8 mm optical bladeless obturator and a 30-degree endoscope at a larger angle. The probable root cause of the septum tear is attributed to inserting an accessory through the cannula seal at a high angle, which causes the septum to become pinched between the accessory and cannula bowl and subsequently causing tearing.

Manufacturer narrative:
The investigation is in progress. No product is expected to be returned as this was a social media post and the person and the facility that reported the incident are unknown. Two incidents were reported from the social media post, a separate medwatch report (MFR report number 2955842-2023-21547) is submitted for the other incident. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field b3 event date is blank as the exact event date is unknown. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Information is section e is blank as the reporter and user facility are unknown. Fields g5 and g7 are not applicable.

Event description:
It was reported from a social media post that the inner silicone portion of the universal seal broke off during the procedure. It was described that when certain unknown instruments were inserted, a piece will rip off and end up inside the patient. It is unknown if the fragments fell inside the patient were retrieved.